Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain in pelvis when device is not inflated. It was detailed that there are no device issues, and the physician does not believe that the device caused or contributed with the patient's pain. The patient was given ibuprofen to treat the symptom of pain. A surgical procedure was performed during which the ipp was removed and replaced. No further patient complications reported.